Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and suspected gripper line break. It was reported that during preparation of the clip delivery system (cds), while retracting the gripper lever, a lack of resistance was noted and the grippers did not work. It was suspected the gripper line was broken. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported gripper actuation issue and gripper line break were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the lot. Additionally, a review of the complaint history did not indicate a lot-specific product quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue and the gripper line break. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed and no gripper line break. It is possible that there was varying amounts of tension felt by the device during the device preparation resulting in the gripper actuation issue, which led the user to believe that the gripper line was broken; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.